Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you identify the product code of the device? Can you identify the lot number of the device? Please clarify if there were consequences for the patient. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent a surgical resection of left upper shoulder mass infection under local anesthesia procedure on (B)(6) 2019 and suture was used. During postoperative suturing. The suture broke, it was immediately replaced and re sutured. No adverse patient consequences were reported. Additional information was requested.